Event description:
It was reported that the sleep incline sensor of this cardiac resynchronization therapy defibrillator (crt-d) was not providing values. An alert for a high out of range shock impedance measurement of greater than 125 ohms also noted. Troubleshooting is ongoing. The crt-d remains in service and there were no adverse patient effects reported. Additional information provided from the field indicated the patient was later brought in for further product testing of this crt-d system. A high voltage synchronous shock was successfully delivered, and all measurements were within acceptable range. The sleep incline senor was activated, and the crt-d remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the sleep incline sensor of this cardiac resynchronization therapy defibrillator (crt-d) was not providing values. An alert for a high out of range shock impedance measurement of greater than 125 ohms also noted. Troubleshooting is ongoing. The crt-d remains in service and there were no adverse patient effects reported.